Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as broken skin that is unopened with an irritation after contact with gel from the electrode belt. Reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.